Manufacturer narrative:
The current user manual for the itero element 5d imaging system contains a contraindication for persons who have been diagnosed with epilepsy. While the treating doctor shared that the patient's eyes were covered with a towel, this may not have provided sufficient coverage from the flashing light of the scanner. The potential root cause of this event is unknown. This event is being filed as an MDR as the patient experienced seizures, resulting in a visit to the emergency room, and the align technology, ltd. Medical device was being used.

Event description:
The treating doctor reported that the patient was scanned on (B)(6) 2023 and the patient had a seizure. Due to the seizure, the patient went to the emergency room and left the office in an ambulance. It is unknown what medications were prescribed to alleviate the reported symptoms. It is unknown the current condition of the patient, however, the treating doctor assumes the patient is fine.

Manufacturer narrative:
UDI related data quality updates only. Updates were made after reviewing the quality of device identification information submitted previously against data in the gudid.